Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, brown particles in the fill channel, wear abrasion, crack opening, one opening linear on the posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified crack valve and one opening crease smooth on the posterior. Based on the device analysis, the final assessment is one crease smooth opening on the posterior assessed as fold flaw opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.